Event description:
A review of service data detected a reportable event. During servicing, the trunk cable connector of electrode belt sn (B)(4) was missing. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon servicing it was discovered that the belt's trunk cable connector was missing. The root cause for the missing connector could not be positively determined but was likely physical abuse. No adverse event resulted from the missing trunk cable connector. The last patient to use this electrode belt did not report any problems.